Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy end to end anastomosis, the handle was squeezed but firing could not be performed at all. Upon checking the cartridge, the staple was not found to be exposed. The procedure was completed with another device. There was no patient injury.